Event description:
It was reported that a shaft break occurred. A 3.50 x 16 synergy stent was advanced to the target lesion for treatment, but while trying to deploy the stent, the stent delivery system snapped inside the guide catheter. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 3.50 x 16mm synergy ii stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 678mm distal to the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A 3.50 x 16 synergy stent was advanced to the target lesion for treatment, but while trying to deploy the stent, the stent delivery system snapped inside the guide catheter. The procedure was completed and no patient complications were reported in relation to this event.